Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.